Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope and several near syncopal episodes while grocery shopping. The patient was brought to the hospital where her blood pressure was found to be elevated at 200/100. The boston scientific sales representative (sr) stated that he was not called to do a device interrogation at the time, however approximately one week later when the patient was at the heart clinic he was given the electrogram strips. The strips were sent into boston scientific ts for review. Upon review, ts noted noise that appeared to be from electromagnetic interference (emi) and led to oversensing. Pacing inhibition with greater than two seconds of asystole were also observed at least four times on the strips. Ts discussed possible sources and options to prevent oversensing and pacing inhibition with the sr. The sr stated the cause of the syncope was unknown and would educate the patient on emi interference.